Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-04938. The patient reported she had not been using the stimulation often in the past 3 months because it was not helping with her pain. It was reported the patient had been reprogrammed previously. The patient was implanted for low back and leg pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.